Event description:
It was reported that this lead was part of the implanted system in which a shock into a shorted lead was confirmed. The lead was not available for returned product analysis however the associated device was returned with analysis confirming internal damage. The patient was out for a walk and passed away. Their body was taken to a local mortuary where a family advocate was summoned for identity confirmation. The post mortem interrogation of the associated device illustrated two error messages: the first message indicate of the device in a safety mode operation and the second, a charge fault indicator. Device therapy was then disabled, the associated leads cut and a return for laboratory testing indicated. The patient had been enrolled in the boston scientific remote monitoring system which confirmed a successful shock therapy event, ten days prior to the date of death. However, the last transmission was approximately one week later with no further information regarding device performance now observed. In absence of a returned lead boson scientific remain unable to comment further on the integrity of this product.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned lead segment was performed. The lead was returned severed approximately 4.3 cm from the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Inspection showed no conductor issues on the segment of lead returned. Microscopic inspections of the lead segment found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected and in absence of a returned lead, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was part of the implanted system in which a shock into a shorted lead was confirmed. The lead was not available for returned product analysis however the associated device was returned with analysis confirming internal damage. The patient was out for a walk and passed away. Their body was taken to a local mortuary where a family advocate was summoned for identity confirmation. The post mortem interrogation of the associated device illustrated two error messages: the first message indicate of the device in a safety mode operation and the second, a charge fault indicator. Device therapy was then disabled, the associated leads cut and a return for laboratory testing indicated. The patient had been enrolled in the boston scientific remote monitoring system which confirmed a successful shock therapy event, ten days prior to the date of death. However, the last transmission was approximately one week later with no further information regarding device performance now observed. In absence of a returned lead boson scientific remain unable to comment further on the integrity of this product.